Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) could not be interrogated, and would not produce magnet tones at a routine follow-up examination. While waiting to have the ICD replaced, the patient experienced an episode of vf which had to be externally converted. The ICD was replaced without any further complications.